Event description:
A malfunction alarm was reported to have occurred, displaying malfunction code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided assistance with resetting the pump, which successfully addressed the issue, allowing the customer to continue using the pump without further problems. The customer was advised to contact support again if any similar issues recur.